Event description:
A report was received that the patient was not getting coverage in the low back. It was determined during an interrogation that one of the patient's lead showed high impedances on the right side which indicated possible breakage on couple of contacts on the lead. It was stated that the leads had come undone. The patient underwent a procedure where the leads were replaced. It was also reported that the ipg was replaced for an unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was replaced for it had been implanted for nine years. Ipg replacement upgrade was per physician¿s preference. No device malfunction was suspected with the ipg.

Event description:
A report was received that the patient was not getting coverage in the low back. It was determined during an interrogation that one of the patient's lead showed high impedances on the right side which indicated possible breakage on couple of contacts on the lead. It was stated that the leads had come undone. The patient underwent a procedure where the leads were replaced. It was also reported that the ipg was replaced for an unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead; model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.